Manufacturer narrative:
On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site. Fe performed sample camera alignment and optics adjustments. Lubricated samples carousel ring. Cleaned sample camera lens. Customer continued running samples. Cts contacted the customer to followup, customer indicated that issue still exists. Customer had additional incidents with barcode misreads and requested service back. On (B)(6) 2015 an ocd field engineer (fe) returned to the customer site. Out of 13 barcodes, 5 were misread. Fe replaced sample camera and performed adjustments to resolve problem. Performed fine tune adjustments on sample camera within provue software. Reread previous 13 barcodes and all barcodes were read fine. Fe provided gss with tubes (empty) that were labeled with sample barcode labels for further testing. A total of 13 tubes were provided. Internal testing was performed using 3 different provues located at ocd (provue #1 057-236-2397 / provue #2 057-349-3183 / provue #3 057-247-2508). Testing was performed by having the provue identify the sample barcode ids and in addition using the handheld barcode scanner configured with each of the provues. Results following testing showed that all barcode ids when scanned using the handheld scanner matched the barcode ids as specified. When scanned on the provue, some of the barcode labels were misread and this was observed across all 3 provue instruments tested. Cts contacted the customer to follow up on the barcode misreads. Cts verified the customer is using barcode type code 3 of 9. Customer stated they will contact the barcode manufacturer to see if any changes were made to the labels and call cts back. Customer called cts back after printing the labels on a different printer. Customer stated the labels where read properly this time. Cts had the customer run a batch of samples using the labels printed from the new printer. The batch of samples were identified with no issues except for one out of 9 samples the barcode was not read. Customer is going to clean the laser printer head, print a new label and run the sample again. The investigation determined that the most likely root cause of this event was poor quality barcode labels. However, malfunction of the ortho provue sample camera could not be ruled out.

Event description:
The customer reported a barcode misread on the ortho provue. This is the sixth of six incidents. No erroneous results were reported. (B)(4).